Event description:
Revision of total reverse shoulder arthroplasty. Pt presented 3 months post operatively with active drainage from the incision. Diagnosis was infection.

Manufacturer narrative:
Devices were not returned to manufacturer for eval. The device history record review provides assurance the part was accepted with conformance to the product requirements.